Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support a new cartridge was loaded resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.